Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, moisture was found behind the display lens. The keypad was found to be intact but the up arrow, down arrow, and ok buttons were unresponsive. The audio bolus button was unable to be tested due to the pump not moving past the verify screen. The pump failed the leak test due to a crack in the battery compartment and pump case damage. Internal moisture was found on the keypad flex connector and on the internal components.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.